Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 505 mg/dl. The customer was under the impression that she had low blood glucose levels based on the sensor glucose levels and drunk soda. The actual blood glucose level of the customer was 505 mg/dl and the sensor glucose was 86 mg/dl. The customer treated based on the sensor glucose level. The customer was advised that the sensor is to be used as a guide, but was not supposed to replace the actual blood glucose meter. The customer was advised to treat per the health care provider's instruction. No additional information was provided.